Manufacturer narrative:
Legal manufacturer: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The spring inside the latch was replaced to resolve the reported issue.

Event description:
The hospital reported a loose porthole window latch which could cause a patient fall. There was no report of patient involvement.